Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, an error message was displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image:" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
An error e315 -code e315 unsupported scope reported on the device. The scope according to the reporter was not used in a procedure and no clinical impact. There was no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Error code e315 unsupported scope was noted to be not evident on the screen when the endoscope was connected to the stack system. The image was present. The device however, failed the leak test. Water ingress was noted on the s-connector. The plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid / moisture. The inner moisture indicator had not activated , the inner plug body assembly was dry. Based on evaluation findings, the reported error e315 was not able to reproduced. There was a functioning image displayed when the scope was connected to stack system. The plug body was disassembled, fluid ingress was evident within the plug body, triggering the main pink moisture indicator. The inner part of the plug body remained dry. While it cannot be confirm the ¿error code e315 unsupported scope¿, fluid has entered the instrument possibly via the eto valve; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Therefore, the fault is viewed as sporadical failure- failure cannot be confirmed but occurrence is likely. The reported issue likely caused by use handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.